Event description:
Health professional reported pt in (B)(4) experienced "tubing leak requiring revision surgery". Treatment was "replacement of laparoscopic adjustable gastric band port". Band remains implanted.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."